Event description:
The hcp reported that the ipg and extension were removed due to infection in 2005. A new ipg system was re-implanted about six weeks later. No further information has been available at this time.